Event description:
The customer reported via phone call that they visited emergency room due to high blood glucose and diabetic ketoacidosis on (B)(6) 2022 with blood glucose of 495 mg/dl. The customer's current blood glucose was 475 mg/dl. The customer did experience any symptoms such as headache, diabetic ketoacidosis as a result of high blood glucose. The customer was treated by manual injection. Auto mode feature was not active during the time of incident. No further complications were reported. The customer will continue to use the device.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.